Event description:
The clinic reported that a laser vision correction patient presented with mild dryness without staining and superficial punctate keratopathy (spk) in both eyes 2 months post treatment. It was stated that the patient no loss of best corrected visual acuity (bcva). The patient complained of pain in left eye and eyes feeling very dry. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2014: right eye pre-op 20/20 -4.50 x -.25 x 144, left eye pre-op 20/20 -4.75 x -.25 x 33. Bcva from (B)(6) 2014: right eye post-op 20/20 .50 x -1.00 x 169, left eye post-op 20/20 .00 x -.75 x 163. Account reported on (B)(6) 2015 that the patient continued to state that her eyes felt discomfort up until the last follow up visit with them although there were no objective signs of dry eye or allergies. Punctal plugs were not used. She was given samples of restasis and chose to follow up with her primary eye care doctor.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.